Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 6 years later due to recurrent dislocations. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00784802300 lot # 64441336 modular neck g 12/14 neck taper use with +0 heads only cat# 00877503602 lot # 3002548 bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: cat# 00-7713-012-00 lot# 77009659 m/l tpr kinectiv stem sz 12.5. Cat#00620205622 lot# 64447583 shell porous with cluster holes 56 mm. Cat# 00630505636 lot# 63909752 liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell. Cat# 00625006525 lot# 64581189 bone scr 6.5x25 self-tap. Cat# 00625006530 lot# 64479669 bone screw self-tapping 6.5 mm dia. 30 mm length.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 6 years later due to recurrent dislocations, pain, instability, and ambulation difficulties. During the revision a hematoma was evacuated. The head, neck, and liner were exchanged without complications. The stem and shell were well intact and remained implanted.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d5; g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were provided and identified the following: patient had an initial tha. The patient had two dislocations from rotational movement and lifting. The patient had another dislocation whilst walking. The patient presented with hip pain for one year. The hip was reduced in the ER, a brace was provided to prevent further dislocations. Examination showed an antalgic gait with an assistive device and limited evaluation due to pain and risk of dislocation. X-rays revealed good alignment without loosening. Arevision surgery was performed for recurrent instability under spinal anesthesia. The previous incision was used, and a hematoma was evacuated. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.